Event description:
It was reported that the cordless driver 2 handpiece heated up during a case. A back-up device was used to complete the case with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the bearing was found to be rough/sticky and the rear motor assembly showed signs of a thermal event.